Manufacturer narrative:
The reported event of twisted insulation was not confirmed. As received, a complete lead was returned in one piece. A visual inspection found no anomalies throughout the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported during a procedure on (B)(6) 2024, that the physician noticed that the insulation at the end of the lead was spiraling after two attempts at left bundle placement. A new lead was implanted. It was then noted that after some time the spiraling relieved itself in the unused lead. There were no adverse health consequences, the patient was stable.